Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with pump reset instructions, planned to restart pump that night, and was advised to call back if malfunction code recurred.